Manufacturer narrative:
The obstruction withing the mold would block oxygen flow preventing patient therapy. This would cause a decrease in oxygen saturation and the patient could become hypoxic

Event description:
Cannulas have a mold defect around the nasal prongs.

Manufacturer narrative:
The obstruction withing the mold would block oxygen flow preventing patient therapy. This would cause a decrease in oxygen saturation and the patient could become hypoxic the complaint of "cannulas have a mold defect around the nasal prongs." There were no photo images, video, or returned sample; therefore, the complaint was not confirmed; however, (B)(4) was reported for the same issue and confirmed. The root cause was not determined at this time. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. There have been 2 complaints within the 24 months; however, out of the 2 reported complaints this is the first (1) reported complaint for "damaged component." Complaints will continue to be monitored for possible trends.

Event description:
Cannulas have a mold defect around the nasal prongs.